Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor was providing an inaccurate measurement. As a result, right heart catheterization was performed and the patient's sensor was recalibrated. At this time. A stable pattern is present but will be monitored. Also the most recent readings are within thresholds to determine sensor accuracy.